Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experienced hyperglycemia with a blood glucose value of 425 mg/dl at the time of the event. The customer was treated with a insulin pump. The customer also experienced low blood glucose and treated it with food intake. The customer reported pump was under delivering. The customer had no symptoms. Troubleshooting was performed and the pump passed self test. It was found that the auto mode feature was active at the time of the event and the pump was used within 48 hours prior to the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring : black . Case type = ngp. Customer complained on (B)(6) 2022 the pump is over and under delivering and is experiencing low and high bg.unit passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current test, sleep current test, and displacement accuracy test. Unit passed dat test at 0.0873 inches. The p-cap/reservoir does lock properly. No over and under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Total daily bolus delivered on (B)(6) 2022 is 29.7 u. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. The following were noted during visual inspection: scratched case and pillowing keypad overlay.pump passed required testing. No over and under delivery anomalies noted during testing. Customer alleged for the pump over and under delivery was not confirmed. Unable to confirm low and high bg. Moisture damage found on electronic assembly and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.